Event description:
No additional information received from the customer.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information d9: additional information h2: additional information, device evaluation h3: additional information h6: additional information this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error of incomplete sealing. It was improved by replacing the generator. Troubleshooting inspection was completed. This occurred during a therapeutic gynecologic procedure that was completed with a back-up olympus device. There was no report of patient harm.